Manufacturer narrative:
(B)(4). The events of "bumps in the lips," the "lips swell up", the patient is experiencing pain, bumps "above the lips", "feels the filler is in their veins," the product "has moved up," and patient feels the filler has moved up to the cheeks are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time device labeling: 4. Warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 6. Adverse events ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/ bumps, discoloration, and bruising. D. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported patient was injected in the lips with one syringe of juvéderm® ultra xc. The patient experienced initial swelling after the injection. Approximately 9 months following the injection, the patient has "bumps in the lips," the "lips swell up," and the patient is experiencing pain. Healthcare professional also reported that the patient has bumps "above the lips," patient "feels the filler is in their veins," the product "has moved up," and patient also feels the filler has moved up to the cheeks. No treatment has been provided. Symptoms are ongoing.